Event description:
The wife of a male pt left a voice mail that the pt was treated. Lifecor customer support called the pt and wife. The wife states that the pt was sitting in a chair, heard the alarm, and felt the treatment. The pt did not hit the response buttons. The pt stated, "someone might have told me how to stop it but I must have forgot". The spouse called the emergency medical personnel who checked out the pt. Support discussed response button use and requested that the pt put gel on the three treatment pads until the electrode belt can be replaced. Support contacted the pt again about 40 minutes later to see how the pt was doing. The wife said they were going to the emergency room because the pt had forget to tell her that he had dropped the monitor earlier today. A lifecor pt services representative (psr) visited the pt and exchanged the electrode belt and monitor. The download revealed two treatment events caused by noise. The psr stated that the monitor appears to function normally.

Manufacturer narrative:
Monitor. Electrode belt. Device evaluation summary: device evaluations of monitor sn and electrode belt have been completed. The reported problem was confirmed. The cause of the noise on all leads was an intermittent short in the distribution node. The -5v power supply was being loaded to the -2v power supply. This caused noise in all leads. The electrode belt was repaired, retested and restocked. The root cause of the shorted connection cannot be positively identified, but was likely due to strain placed on the cable which allowed the wire to be forcibly removed from the solder pad. It is likely that when the pt dropped the monitor, the electrode belt caught the monitor before it hit the ground. The monitor was fully functional. It was retested and restocked. No adverse event resulted from the damaged electrode belt. The pt rec'd a replacement electrode belt and monitor.